Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Concomitant medical products - unknown agc femoral, catalog # unknown, lot # unknown. Customer has indicated that the product will not be returned to zimmer biomet for investigation due to the device being discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Another MDR report was filed for this event, please see associated report:

Event description:
It was reported following an initial left knee arthroplasty, the patient was revised due to flexion instability. The original patella and femoral component remained in good condition.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Concomitant product: agc anatomic intlk fmrl 60 rt catalog 152832 lot 145110; bmet arcom ap pat w/wire 31 mm catalog 11-150826 lot 635440. Reported event was unable to be confirmed due to limited information received from the customer. Device history record was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no trends were identified. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). The complaint device has not been returned, but the device investigation has not yet been completed. Once the evaluation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported a patient had underwent a knee arthroplasty on an unknown date and is being indicated for a revision for unknown reason. No revision has been reported to date. Attempts have been made and no further information has been provided.